Event description:
It was reported that this pacemaker patient's son was calling in requesting review of the device to see if there were any episodes stored last night. Technical services reviewed and found both ventricular tachycardia (vt) and atrial tachy response (atr) episodes stored from the previous evening. Review also found oversensing of the atrial signal on the ventricular channel that caused periods of pacing inhibition greater than two seconds. Plan was to have the patient follow up with the physician regarding sensitivity settings. The device system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker patient's son was calling in requesting review of the device to see if there were any episodes stored last night. Technical services reviewed and found both ventricular tachycardia (vt) and atrial tachy response (atr) episodes stored from the previous evening. Review also found oversensing of the atrial signal on the ventricular channel that caused periods of pacing inhibition greater than two seconds. Plan was to have the patient follow up with the physician regarding sensitivity settings. The device system remains in-service. No adverse patient effects were reported. Additional information was received which indicated that, this pacemaker was explanted due to advisory. No adverse patient effects were reported.